Manufacturer narrative:
Investigation results revealed that both of the fuses on the power input are busted. After replacement of the fuse, the fuse gets blown even before the unit is switched on so power supply was evaluated and it was determined that there was a damaged component on the power supply. The power pcb was replaced.

Event description:
The customer reported that they heard something pop on the avea std comp device and the device blacks out while being used on a patient. The customer switched off and on the unit but it is not powering on. As of this time, there is no information about patient harm in this reported event.